Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+ and thickened leaflets. An xtw clip was inserted and advanced under the mitral valve. After the first grasp, the clip was re-grasped to get more leaflet in the clip arms. It was noted when the final arm angle (faa) was checked and the clip was observed to not be closed all the way, establishing faa was performed and the clip was then deployed. However, after deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on both leaflets. To stabilize the opened clip, an additional xtw clip was successfully implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.